Event description:
It was reported that the defibrillator had delayed therapy and delivery for an arrhythmia. The patient presented to the hospital after receiving therapy multiple times. The device exhibited a diagnostics anomaly. The physician changed the medication and no programming changes were made to the device. The patient was stable and would continue to be monitored normally.